Event description:
It was reported that the 3500 system was off track and could not be corrected during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The alignment tab was replaced during the service call. The system was tested and found to be working as intended and put back into service.